Event description:
The report received from (B)(4) clinical study registry indicated the pt had a thrombotic event and a myocardial infarction after receiving a cypher stent in the body of a saphenous vein graft with the closet distal anastomosis to segment 12, the first obtuse margin. The main indication for the procedure was unstable angina and resting ECG changes. The target lesion was in the body of the saphenous vein graft; described as 3.5 x 23mm long, de novo, concentric with a type b2 classification and 80% stenosis. A 2.5 x 23mm cypher stent was implanted for a 0% stenosis. Pre and post dilatation was not conducted. The following day a myocardial infarction was reported and the pt was treated with balloon angioplasty for a thrombus in the cypher stent.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.